Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary-(B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The inner tubing was kinked/buckled, and there was apparent explant damage. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic environmental stress cracking and cosmetic depression. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut and cosmetic depression. There was apparent explant damage.

Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d) system was returned to the manufacturer from the funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately eight months post the device system implant.